Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis, therefore visual inspection and functional testing was not performed. The risk of the reported event is covered in the device directions for use (dfu).the reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. Information received indicated the patient came in with stroke symptoms one month after the procedure was done. MRI performed that demonstrated 60 or 70 small bleeds in their brain. Also additional information received indicated that the devices performed as intended. The device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient hemorrhage, blood loss with sequelae and patient stroke. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that one month post procedure, patient came with stroke symptoms and MRI confirmed micro-bleeds in the brain. Patient was hospitalized and needed medication to return to baseline.

Manufacturer narrative:
This 2 of 3 mdrs. The device is not available to the manufacturer.

Event description:
It was reported that one month post procedure, patient came with stroke symptoms and MRI confirmed micro-bleeds in the brain. Patient was hospitalized and needed medication to return to baseline.